Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while sitting down. It was noted that this patient had trouble breathing prior to shock and experienced discomfort afterwards. Technical services referred patient to clinic. It was undetermined if this shock was appropriate or not. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.